Event description:
Pt called lfs and alleged that the meter was reading inaccurately erratic. The pt obtained results of 139, 68, and 69 mg/dl. Pt reported feeling hypoglycemic at the time of testing so pt ate some bread. The results were taken within 10 minutes. This comparison falls outside of the 205 specifications. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip and cleaning the puncture site were correct. The pt perfomred a control solution test, which passed. The meter had been replaced for the pt.